Event description:
It was reported medfusion 4000 pump primary audible alarm post and alarm bgnd test. No further details provided.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals and had a crack on right plunger case and lower front corner of top case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Replaced speaker as a preventative measure and the software was upgraded. Replaced top case and all the plastic parts of plunger assembly for physical damaged. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: b5: correction d4: correction: model number: 4000. H6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions.

Event description:
No patient injury was reported. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.